Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(6); batch: 7074090.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming attempts. The patient underwent a spinal cord stimulation (scs) explant procedure and was doing well postoperatively. The explanted device components well not be returned per facility policy.